Event description:
It was reported that the one-link hub of a one-link needle free IV connector leaked a small droplet of a radiopharmaceutical solution. This occurred during or after injection into the one-link hub and while the patient was connected to the setup. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). During follow-up with the reporter, they stated that the droplet was not a leak but instead was just residual solution in the one-link hub. The reporter stated that they believed that this was a normal occurrence and all hubs retain residual solution. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.